Event description:
It was reported that while stimulation was on, the pt was "zapped" going through a (B)(4) store security device. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).